Event description:
Health care facility reported that an elderly male neurology patient had a right subclavian tl non-tunneled cvc and a left radial arterial catheter. Tegaderm chg dressing was placed over both devices. The facility reported that after removing the dressing from the subclavian insertion site, had erythema and white material under the gel. The catheter was removed. Blood cultures, site culture, and catheter tip cultures were performed and all results were negative for bacteria or yeast. The facility reported that the patient is improving.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code was unavailable. Complaint type will be monitored.